Event description:
It was reported that the patient presented in the emergency room with device in backup vvi mode. The device was reset twice but the backup vvi alert remained. The device was explanted and replaced. The patient was fine after the procedure.

Manufacturer narrative:
Upon receipt, the device was not in backup vvi mode as it was re-programmed in the field. Review of the device image confirmed that the device reset in the field. The cause of the reset was multiple instances of interrupts. The root cause of the interrupts was not determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.